Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device was successfully implanted. After the procedure, a clot was noticed in the area of the mitral valve. The patient's activated clotting time (act) was 237 seconds. Initially, the patient's act was 132 seconds, but it was noted that the machine test strips were not working correctly, so the reading was considered questionable. The patient was transferred to another hospital and a thrombectomy was performed. No patient complications were noted and the patient is expected to fully recover.

Manufacturer narrative:
Describe event or problem: updated

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device was successfully implanted. After the procedure, a clot was noticed in the area of the mitral valve. The patient's activated clotting time (act) was 237 seconds. Initially, the patient's act was 132 seconds, but it was noted that the machine test strips were not working correctly, so the reading was considered questionable. The patient was transferred to another hospital and a thrombectomy was performed. No patient complications were noted, and the patient is expected to fully recover. It was further reported that the patient had a medical history of cancer. Transesophageal echocardiogram (tee) was used to identify the thrombus. The patient had noticeable spontaneous echo contrast and chads-vasc and has-bled scores of 5/4 and paroxysmal. The reason for patient follow-up is because she had right side facial droop and weakness. Stroke alert and assessment computerized tomography scans were performed, and the patient was transferred and intubated. Liver tests revealed normal values. It was further reported that an ischemic stroke in the (mca) was diagnosed right after the procedure and the thrombectomy was performed the evening of the stroke. The patient has had a short period of rehabilitation.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device was successfully implanted. After the procedure, a clot was noticed in the area of the mitral valve. The patient's activated clotting time (act) was 237 seconds. Initially, the patient's act was 132 seconds, but it was noted that the machine test strips were not working correctly, so the reading was considered questionable. The patient was transferred to another hospital and a thrombectomy was performed. No patient complications were noted, and the patient is expected to fully recover. It was further reported that the patient had a medical history of cancer. Transesophageal echocardiogram (tee) was used to identify the thrombus. The patient had noticeable spontaneous echo contrast and chads-vasc and has-bled scores of 5/4 and paroxysmal. The reason for patient follow-up is because she had right side facial droop and weakness. Stroke alert and assessment computerized tomography scans were performed, and the patient was transferred and intubated. Liver tests revealed normal values.